Event description:
During the training, the autopulse platform sn# (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and (ua) 19 (max applied load exceeded) error messages. The platform was restarted and the lifeband was pulled up, however, the platform shut off and restarted displaying the same error messages without tightening the lifeband or starting the compressions. Per the reporter, the platform has intermittently worked properly. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
**UDI related data quality updates only**